Manufacturer narrative:
(B)(4). D10: 42502006601 femur cemented (cr) narrow left size 9 lot# 66055831. 42512100513 articular surface medial congruent (mc) left 13 mm lot # 65541183. 42532006701 tibia cemented 5 degree stemmed left size d lot # 66360624. 42557000114 stem extension tapered cemented 14mm dia 30mm l lot # 66060290. G2: event occurred in australia. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a revision tkr due to patella instability and maltracking. Attempts for additional information have been made and none is available.